Manufacturer narrative:
(B)(4). When our investigation is completed, a follow up report will be submitted.

Event description:
(B)(4). During an ablation procedure, the patient's arterial pressure began to decline and ablation was stopped. A transthoracic echocardiogram was performed, which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.